Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. The imaging window was detached in the lap joint. Functional inspection showed the catheter did not flush due to a block when the imaging core was fully retracted and fully advanced. Microscope inspection also revealed the device returned with the tubing heat shrink buckled accordion.

Event description:
Reportable based on device analysis on 16 may 2024. It was reported that catheter issue occurred. The 75% stenosed target lesion was located in moderately tortuous left anterior descending artery. An opticross hd catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter could not be flushed sufficiently. However, the part of the attached extension tube had inflated. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed device detachment occurred near the lap joint.